Event description:
Incident reported as: veterinarian placed reinforced endotracheal tube in healthy dog for an uncomplicated surgery. After inflating the et tube, the veterinarian had trouble regulating/stabilizing the dog. Veterinarian thought the tube was occluded at tip (inside dog) so she inserted a suction catheter. This seemed to make the pt worse-subsequently, during surgery the pt died. Upon examination, days after the surgery, the veterinarian noticed when she inflated the cuff of this same et tube, there was a section of the tube (where the lumen from the pilot balloon enters the tube), that inflated inside of et tube reducing the inner diameter through which air could pass. No further info available.

Manufacturer narrative:
The actual device has been requested for eval, but not rec'd yet. Should the device be returned, a complete f/u report will be forwarded.